Event description:
A report was received that the patient was experiencing irritation at the battery site after charging the device. A symptom of red spots, itchiness and rash around the site were noted. The physician suspected it was an allergic reaction to something but not device related. The patient was prescribed with minor topical cream and was doing well.